Event description:
In 2008, the patient reported that her infusion device was making a grinding noise during boluses. She stated that the noise began a week ago. She changed the insulin cartridge and the noise continued. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.